Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The auto off featured was turned off and monitored for 24 hours and no unexpected autooff alarm was noted. No cosmetic damage noted.

Event description:
Customer reported no delivery alarms. The customer was advised the reasons for no delivery alarms. Customer declined to troubleshoot for the insulin pump because her diabetes trainer and endocrinologist have determined the insulin pump was malfunctioning. The customer also reported that her insulin pump was shutting off in the middle of the night. She also reported receiving a auto off alarm. The customer was assisted with replacing her insulin pump. Customer's blood glucose was unknown. No additional information provided.